Event description:
Hcp reported "pump reads high pressure with each refill. Only able to fill pump with 12 cc before high pressure develops - attempted to remove air numerous times." The device was explanted and returned to the manufacturer for analysis. Follow-up report will be sent when additional informaiton is received.